Event description:
It was reported that during a gastric bypass procedure to repair a gastric leak the internal cover of the ultraflex covered esophageal stent was damaged. The device was used for a fistula following a gastric bypass procedure. It is noted that this is an off label use of the device. After implant, an increase in the leak volume was observed. The damage to the internal cover was confirmed by x-ray and endoscopy. There were no reported patient complications and the patient was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.